Manufacturer narrative:
The impella cp pump was discarded by the customer; therefore, a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) male had impella cp pump inserted in the right femoral. Patient was transferred to another hospital, upon arrival reposition sheath was bleeding heavily. As a result, patient had a surgical repair of the femoral artery, suture was used, a cut down was done to access the artery and a 4-0 or 5-0 prolene was used for repair. Some blood was lost but was given back through the cellsaver.